Manufacturer narrative:
Received four of 139104ext in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that one package had sufficient heat seal as there was no leak. The other three devices had an insufficient seal as there was a leak. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of four (4) devices for this lot number. A two-year review of complaint history revealed there has been a total of 221 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This distributor reported that the 139104ext device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.